Event description:
Reportedly, the rubber gasket came off the device and was pushed into abdominal cavity during the procedure (inguinal hernia repair). The surgeon retrieved it without difficulty. No pt injury.